Manufacturer narrative:
The device was not returned for evaluation; however, a picture of the reported issue was returned, and it confirmed the reported blue screen condition. Log files were also forwarded to zoll technical support for examination and the analysis revealed that the logs had been obtained before the reported incident. Consequently, the customer was asked to provide the current log files recorded after the event. Several follow-up attempts were conducted; however, no response has been received to date.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported that the devices screen turned completely blue and was illegible. Complainant indicated that there was no patient involvement in the reported issue.